Event description:
It was reported that during an unknown procedure, the sheath is damaged and the cable can be seen inside. No further information available.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. D4: batch #v95d69. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the harhpgr device was received with the cable insulation damaged. However this did not create a functional issue. The device was connected to a generator, evaluated with a test instrument and was found to be functional. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Possible causes that may have contributed to the cable damage include the cable being ran over, or getting tangled by the cart wheels. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch v95d69, and no non-conformances were identified.